Event description:
It was reported that a pump exhibited primary audible alarm background test. Needs a new interconnect board. Additional information was provided that this pump was not involved in any incident that adversely affected a patient. The issue specified: needs biomed password. The pump was turned on and required biomed code. Viewed the alarm history and generated acu (auxiliary control unit) watchdog failure and primary audible alarm post. Reviewed repair history and this pump was sent for repair of same issues several times. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-18220. The report was submitted in error.